Event description:
It was reported to philips that the system gave an error message and intermittently would not x-ray. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) was contacted by the customer and found that the system would not perform x-ray. Rse configured the ups group presence. Upon further inspection, during configuration while monitoring the system was defective occasionally. After the configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.